Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device; however, the issue could not be resolved. The implanted device remains.reimplantation is planned but has not taken place as of the date of this report (B)(6), 2012.

Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2012 and the patient was reimplanted with another device during the same surgery. (B)(4).